Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient had a PICC placed in (B)(6) with sapiens tcs and has had a scan that showed the PICC tip is in the azygos vein. The IV access specialist has looked at the placement notes and there were no reported issues placing the line and a good ECG reading was found. On 06/30/2016 - further information received from representative: doctor stated that the patient had chemo through the PICC without any problems. Doctor noted that they became aware two days ago when the patient's case was discussed in a multidisciplinary meeting and someone had a look at the CT report. No chest x-ray was done. The PICC was removed today and health professionals attempted to place another PICC on the right side but the PICC would not advance into the svc. Only 40cm was able to be inserted instead of an estimated 47cm. Patient is having chemo today via cannula and will then have a tunneled line prior to next cycle.